Event description:
It was reported the patient wanted to know why their pump was not working, it was not helping his pain. The pump worked for a few days following implant, then the patient fell on (B)(6) 2015 and since his fall the pump did not seem to be doing the same thing. The patient had a change in therapy effect. The pump was used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).